Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The female subject reported via phone call that they experienced high blood glucose and blood ketones. The customer¿s blood glucose level was 274 mg/dl at the time of the incident. Customer was treated with shot. The insulin pump will not be returned for analysis.